Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met with the totally occluded anatomy resulting in the reported failure to advance. During removal resistance was met with the stenosis resulting in the reported difficult to remove. Interaction and/or manipulation of the device resulted in the noted stent damage (flared/mangled). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) of the right coronary artery (rca). A 3.20 x 23 mm xience prox stent delivery system was selected for the procedure. The sds was advanced to the lesion, met resistance and would not cross due to the anatomy. The sds met resistance with the stenosis during removal from the anatomy and upon removal some of the stent struts were observed to be flared. Another xience sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.